Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and corrected information. Updated fields: d8, h2, h3, h6, h11. Corrected fields: d2a. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged coupled device (r-unit) was broken and the pixelshift was incorrect. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to broken charged coupled device (r-unit) the pixelshift was incorrect. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope presented an unclear image. This event occurred during an unknown procedure and was completed using the same device. There were no reports of patient harm.